Event description:
The rn was going to draw labs on the patient and squeezed the heel warmer and it exploded. The heel warmer was not near the patient at the time. The heel warmer exploded on floor and the rn.what was the original intended procedure?blood draw.device #1is this a laboratory device or laboratory test?no.